Event description:
It was reported that during a vats lobectomy the device didn't apply the clips. This issue verified with all reloads here claimed. No patient adverse consequences have been reported.

Manufacturer narrative:
(B)(4). Additional information: additional information received from affiliate: the surgeon used 3 different of reloads (different colours). The staplers applied the first clips, subsequently they locked out. They have cut only for few mm. The procedure was carried out by using a new stapler. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable.

Manufacturer narrative:
(B)(4). Additional information: the ec60a device was received for analysis with no visual non-conformances and with an ecr60d cartridge loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Upon further inspection the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the three devices cut? How was the case completed? The surgeon used 3 different of reloads (different colours). The staplers applied the first clips, subsequently they locked out. They have cut only for few mm. The procedure was carried out by using a new stapler.